Event description:
Reported indicated that a patient would undergo surgery to address a high lead impedance readings. Specific results of diagnostic testing performed and the exact results were not made available. Review of the patient's programming history available in the in-house database showed acceptable results were obtained on the date of the initial implant. During surgery, the lead was visualized and no lead breaks or disconnections were observed. The surgeon removed the connector pin from the generator, cleaned it, then reinserted. Device diagnostics were performed again and the high lead impedance was resolved. Neither the patient's generator nor lead were replaced.

Event description:
Review of the available programming and diagnostic history showed high impedance diagnostic results on (B)(6) 2009.